Manufacturer narrative:
Error messages were generated by the analyzer prior to the complaint, suggesting the analyzer had issues. When the error occurs no results are generated by the instrument. Analyzer was performing as expected by generating those errors, however customer was not running qc according to manufacturer's instructions. Testing at magellan showed that qc results were out of range low on the analyzer. No reported harm or injuries occurred as a result of this issue. Corrosion was noted on sensor pins. Corrosion of the sensor pins occurs when there is overexposure of the analyzer pins to the assay's acidic treatment reagent. This occurs when used test sensors are not removed immediately after testing (per instrument instructions) or when too much sample is added to the test sensor. Periodic testing with blood lead qc controls is used to monitor analyzer performance. Magellan provided the customer with a new instrument, additional training, and additional information on proper analyzer maintenance. No further issues of this nature have been reported by this customer. (B)(4).

Event description:
Customer reported getting test failed error messages on the analyzer when trying to run samples. The analyzer does not generate results when these types of error codes occur. She reported that the sensor pins are a green color, indicating corrosion.